Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a genesys hta procerva procedure set was used during a endometrial ablation procedure in the uterus performed on (B)(6) 2019. According to the complainant, during the procedure in the ablation phase, a fluid loss error was received. Reportedly, the procedure sheath was moved excessively. A fluid leak from the cervix was noted which caused cervical burn to the patient. A burn cream was applied to treat the burn and the procedure was completed with this device. An additional attempt has been made to obtain follow up event details with no response from the clinician.